Event description:
Balloon burst while dilating vertebrae, no harm done. Balloon was prepped properly before insertion into patient. The rep for the balloon was notified, ref# of product was given to rep to take back to the company for further evaluation.